Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient had lower instrumented body fracture (coronal split fracture) l5, first noted on x-ray on (B)(6) 2024 and confirmed with CT on (B)(6) 2024 and MRI on (B)(6) 2024. Diagnostic test: x-ray. Diagnostic test date: (B)(6) 2024. The ae result in the prolongation of an existing hospitalization. Start date of the hospitalization: (B)(6) 2024. End date of the hospitalization: (B)(6) 2024. The outcome of this ae: recovering/resolving. The ae result in any treatment: no. There were no further complications reported regarding the event.